Event description:
Pt diagnosed with large central abrasion in the left eye on (B)(6) 2011. Pt given antibiotic and told to follow-up with ecp. Report completed (B)(6) 2013 by ecp stated that no permanent impairment of the eye or damage to the body structure occurred. Ecp stated had not seen pt since (B)(6) 2011.